Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that after an angioplasty procedure, the device allegedly got stuck in sheath. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one device was returned for evaluation. The device was returned with a sheath still loaded on the device and prolapsed at the distal tip. The proximal joint was noted to have a kink and stretching was noted to the catheter shaft. However, no kinks were reported by the user therefore, the kink is determined to be an incidental finding. The balloon was able to be pulled out of the sheath, however blood and residue was noted to exit the sheath. Therefore, the investigation is confirmed for the reported retraction problem, as the device was returned stuck inside a sheath and the distal end was noted to be buckled. The definitive root cause for the reported retraction problem could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: b5, d4(expiry date: 03/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that after an angioplasty procedure in left axilary vein through left cephalic vein in av fistula ipsilateral approach, the device allegedly got stuck in sheath. There was no reported patient injury.